Event description:
It was reported by service report that the siderail will not lock in place. No patient involvement or adverse consequences were reported.

Event description:
It was reported by service report that the siderail will not lock in place. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
It was determined that the patient right and left siderails were not latching up due to damaged latch spindles.